Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's could not recall the blood glucose (bg) level of past occlusions; however, currently it was 500 mg/dl and a correction bolus was delivered to address the high bg. After the alarm, the customer would fill the tubing and the occlusion would be cleared. Insulin delivery was resumed. A cause of the past occlusions could not be determined and as the customer already performed fill tubing, troubleshooting for the current occlusion was unable to be performed.